Event description:
It was reported that an alert was detected for right ventricular automatic threshold (rvat) suspension. Technical services (ts) reviewed device data and determined the rvat failed due to mode switching. The patient is not dependent on therapy. Ts discussed programming options and informed that thresholds should come down. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).